Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer's other blood glucose value was 271 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had an infection which caused high blood glucose. The device will not be returned for analysis.